Event description:
A customer reported obtaining initial false positive total beta-hcg results on three patient samples. Upon repeat analysis negative results were obtained with the same instrument and by an alternate method false positive total beta-hcg results may lead to inappropriate physician action. There was no report of harm as a result of this event.